Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, after thirty minutes of use, the device had a hard time driving the disposable. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a misaligned cpc connector. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.